Event description:
As reported: it was reported that while using the device, the manta device could not be inserted into the manta sheath. The issue occurred in two devices from the same lot. After the first failed attempt to lbc a new manta system was used. The sheath was exchanged without major blood loss or any other issues. Due to the difficulties to insert the bypass tube into the manta sheath it was noticed that the anchor was probably dislocated or further pushed into the tube. Therefore a new manta was used to proceed for the final closure. While there was more than usual bleeding noticed through the haemostatic valve of the manta sheath for this step the indwelling manta sheath was used. The closure was completed successful. The patient didn't suffer any harm from this event. Associated to: MDR 3010252479-2021-00250 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pci and impella pump procedure, a 14f ce manta was planned for closure in the right femoral artery. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The device and sheath were removed off the guidewire and were replaced with a second 14f cf manta device and sheath without major blood loss or issue. The physician again encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The physician commented due to the difficulty encountered, the anchor was probably dislocated or further pushed into the bypass tube. A third 14f ce manta device was opened and used to proceed to final closure. The indwelling sheath was used and noticed more bleeding than normal throughout the hemostatic valve during closure; however, closure was successfully completed. Procedural requirements as indicated: the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. Additionally, in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.